Event description:
It was reported by the customer that a bd pyxis medstation es system drawer was not detected on the communication bus and there was a smell being produced by the unit. During device inspection, a field service engineer found that the solenoid was seized open and hot to touch. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, e3, h2, h4, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-sep-2022 to 17-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was inoperable and had a burning smell. Replaced the solenoid and drawer controller board to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was not detected on the communication bus and there was a smell being produced by the unit. During device inspection, a field service engineer found that the solenoid was seized open and hot to touch. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was inoperable and had a burning smell. A field service engineer reseated the retractor band since it was not firmly seated on the t board and replaced the solenoid and drawer controller board to resolve. The system functioned as intended.